Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that alerts were triggered due to short v-v intervals, high/ undefined pacing impedance, and high right ventricular (rv) lead thresholds. The rv lead was suspected to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.